Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint is confirmed. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control. Non-conformances reports (ncr) and have been noted for this issue in the past 12 months.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that no backflow of blood was observed with the involved angio-seal device. The physician used an assembly without the snap sound confirmation when the sheath was inserted into the locator were assembled. When the assembly was inserted into the artery, no backflow of blood was observed from the drip hole. The device was therefore not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. After removal, when the device was checked, the blood inlet holes were not aligned. Estimated blood loss was less than 250cc's. The procedure before deploying the device is unknown. It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used, the puncture site, and the vessel diameter are unknown. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The patient was not injured during the event and medical/surgical intervention was not required.